Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty charging the pump battery. Additionally, it was reported that the pump battery was intermittently depleting quickly and could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 200-500 mg/dl.